Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
According to the reporter, there were numerous suture needles that have been broken in half during use. No patient injury. No medical intervention required.